Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Duraseal dural sealant system (202050) was not returned for analysis; therefore, evaluation of the product is not possible. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the fmea, potential causes of failure include solution mixing and coverage. The risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the surgical procedure of a patient diagnosed with a skull base tumor, duraseal dural sealant system (202050) was correctly prepared, and 5 ml of duraseal was applied. However, the texture was not normal, but rather viscous. The specialist decided to aspirate it, since he mentioned that it should be otherwise. To complete the surgery, the specialist did not use any other product and decided to close it. There was no patient injury or delay in surgery due to the product problem.